Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for the arm shaking during cuts/ while in haptics. Case number: (B)(4): mps reported failing brake check. Arm was previously shaking during cuts/ while in the haptics. Now the presurgery checks are failing.

Event description:
This pi is for the arm shaking during cuts/ while in haptics. Case number: (B)(4): mps reported failing brake check. Arm was previously shaking during cuts/ while in the haptics. Now the presurgery checks are failing.

Manufacturer narrative:
Reported event: an event regarding unintended movement involving a mako robotic arm was reported. The event was confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced? Yes. Trouble shooting notes: none. Work performed: found and replaced frayed j5 transmission cable. Performed all required testing, all tests passed per MFR specifications. Robot is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob332 was inspected and the quality inspection procedures were completed with no reported discrepancies complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: rob332 shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.